Event description:
It was reported after the lead was implanted, high, out of range pacing lead impedance measurements were observed. The lead was removed and replaced. The patient condition is fine.

Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.